Event description:
It was reported, the patient experienced increased pain. A catheter access port (cap) contrast study was done (B)(6) 2012 and the results were the catheter access port could not be aspirated. A surgical revision was performed on (B)(6) 2012; the catheter was spliced. During surgical observation, the catheter appeared to be either partially or fully disconnected from the pump at the catheter hub. The pump was nearing end of life (eol); elective replacement indicator (eri) was nine months. The pump was replaced. It was noted, it was prophylactic removal of the pump to avoid in-vivo battery depletion. The patient spent 2 nights "in patient" observation following the event. The first night was typical following a catheter revision surgery. The second night was to ensure she was stable as the patient experienced nausea and high blood pressure. The severity was moderate. There was no patient injury and the patient recovered without sequela. The pump was delivering fentanyl and clonidine.

Manufacturer narrative:
Product ID, 8709 lot# j10923r66, implanted: 2001 (B)(6), product type catheter: product ID, 8596, serial# (B)(4), implanted: 2006 (B)(6), product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed high resistance of the battery. This was not thought to have been related to the event. Previously reported results code 1023 no longer applies to this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected information no eval explain. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated on (B)(6)2012 a sutureless connector was added, and the hcp removed 11.5cm from the pump segment and add 11.5cm of the new 8596sc. No further complications were reported/anticipated.